Event description:
Pt called lfs alleging that their meter had missing segments. Pt reported feeling nervous, sweaty, and unresponsive at the time of concern. Pt reported that pt attempted of test, however, pt was unable to read the blood glucose reading. Pt took food and had beverage following the attempted use of the meter. Pt explained that pt was taken to the emergency room as a result of passing out. Pt was treated, however, pt could not recall the type of treatment. Medical affairs specialist called pt to obtain additional info, however, there was no answer. It would have been helpful knowing how long the pt had been unable to read the display, when their symptoms began, pt's medication regimen, when pt attempted to test prior to passing out, when pt passed out when the emergency medical technician arrived, if they tested and/or treated pt before taking pt to the ER, what result was obtained on the ER meter and what type of treatment pt received. Based on the info provided, it is difficult to say if the pt suffered the adverse event due to the meter. Based on the info provided, pt was already experiencing the symptoms prior to testing. No blood glucose readings were provided, the type of treatment administered at the ER is unk, and the diagnosis from the ER is unk. The customer service rep walked pt through checking the meter settings. The meter was replaced due to an unresolved display issue. Medical affairs specialist maile a letter to obtain the additional info.